Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Suspected 5 false positive flu a results. The customer communicated 1 of the results was negative with another rapid antigen assay. One patient was symptomatic. Unknown if the other results were confirmed. Confirmation method(s) not provided.